Manufacturer narrative:
The pump was returned to the manufacturer in good physical condition but had a scratched screen. Investigators were unable to download the event history log from the device. The device was started in the application and there were no problems found with "double beeping due to constant alarm at start-up". The initial complaint could not be confirmed. However, the downstream sensor will be replaced as a preventive measure and the scratched screen was additionally replaced. The circuit board was also replaced. No issues were found with case damage.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was indicated to be double beeping with no cassette. There were no reported adverse events due to this issue.